Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had atrial flutter with a heart rate in the upper 150s. The arrhythmia did not result in clinical compromise and was not thought to be device related. The patient had a history of atrial fibrillation prior to implant. The device interrogation on (B)(6) 2022 revealed multiple low flow alarms. The patient was light-headed and had a decreased appetite and activity was mainly sedentary. On (B)(6) 2022 the patient continued to have frequent low flow alarms and the team requested low flow software. The cause of the low flows was thought to be due to hypotension and volume depletion, chronic kidney disease with acute kidney injury, and hypoglycemia due to poor intake, all of which resolved. The patient also had a chronic driveline infection and was on levaquin. The patient had a chest computed tomography which showed stable cannula position. An echocardiogram was performed and appeared to be unchanged from previous echocardiograms.

Manufacturer narrative:
Section b5: chronic driveline infection captured under MFR. Report # 2916596-2022-10807 manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events, including cardiac arrhythmia, renal dysfunction, and hypovolemia, could not conclusively be established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard alarms. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account reported that they were likely due to poor oral intake, volume depletion, and hypotension. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including driveline infection, cardiac arrhythmia, and renal dysfunction. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists infection, arrhythmia, and hypovolemia as potential late postimplant complications. This section this section also outlines care instructions in reference to controlling and preventing infection, including exit site treatment. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The handbook also provides instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.